Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability and bone got fractured at the time of placement.